Event description:
Caller alleged that the lead was "broken based on the v-v interval lengths on the current egm". (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).